Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced 2 infusion set's tubing split event on (B)(6) 2024. The patient reported the tubing spitted into half after being in use for 48 hours or less. The patient replaced the infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2